Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Nine days prior to the receipt of this report, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. It was reported by the peritoneal dialysis registered nurse (pdrn) that the peritonitis was due to a bowel organism and constipation; however, additional information could not be obtained. Treatment was not reported. Three days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896415. There were no issues detected during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.